Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 16.1cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a calcified and non-tortuous superficial femoral artery (sfa). A fg sterling otw, 5.0x220x150-hybrid balloon catheter was selected for the percutaneous transluminal angioplasty (pta) procedure. Probing the sfa was successful, and the pta was started with the sterling balloon. During the first inflation, however, at 10 atmospheres for one minute, there appeared to be a constriction in the middle of the balloon, and then the balloon ruptured. The balloon was able to be removed as normal, and there were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a calcified and non-tortuous superficial femoral artery (sfa). A fg sterling otw, 5.0x220x150-hybrid balloon catheter was selected for the percutaneous transluminal angioplasty (pta) procedure. Probing the sfa was successful, and the pta was started with the sterling balloon. During the first inflation, however, at 10 atmospheres for one minute, there appeared to be a constriction in the middle of the balloon, and then the balloon ruptured. The balloon was able to be removed as normal, and there were no patient complications reported.